Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 74 mg/dl. Customer stated that they had treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer has been experiencing low blood glucose for a couple of weeks now. Customer got scared and felt prickly. Customer believed insulin pump was over delivering. The insulin pump will not be returned for analysis.